Event description:
Customer received result of 3.2 mmol/l on aviva system 1, and result of 5.3 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number 490539, expiration date 03/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.